Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that operation channel fluid damage, insertion flexible tube (ift) fluid damage, segment fluid damage, control body fluid damage, biopsy inlet t-piece fluid damage, receptacle fluid damage, light guide fiber bundle (lcb) fluid damage, light guide cable fluid damage, ae cable fluid damage, ground terminal fluid damage, lg prong top broken, operation channel leakage, lg prong top loosened, operation channel hooking, insertion flexible tube (ift) worn out, and lg root brace rubber worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).